Event description:
It was reported that the lift column on the 9900 system would not go up or down and the footswitch connector was broken. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The lift column failure could not be duplicated. The foot-switch was replaced during the service call. The system was found to be working as intended and put back into service.